Manufacturer narrative:
A lot history review was performed. This is the only complaint to date for this lot number. Therefore, a device history record review is not required. Investigation summary: the device was not returned for evaluation. The medical records included images. The image review was documented in the medical records. Medical records were provided and reviewed. After 2 days, the patient presented with left lower quadrant severe abdominal pain. After 2 weeks and 2 days, he patient presented with upper abdominal pain. On the same day, a computed tomography abdomen without intravenous contrast showed that there was an inferior vena cava filter. After 5 months and 12 days, patient presented with abdominal pain. On the same day, a computerized axial tomography abdomen and pelvis with intravenous contrast showed that an inferior vena cava filter was in place. Approximately one month later, the patient presented with left upper quadrant pain. On the same day, a computerized axial tomography abdomen and pelvis with intravenous contrast showed that a bard inferior vena cava filter type was present below the renal veins. Some of the filter struts had penetrated through the wall of the inferior vena cava into the pericaval/mesenteric fat. Therefore, the investigation is confirmed for perforation of the inferior vena cava. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. (Expiry date: 12/2020).

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with thrombosis due to vascular prosthetic devices, deep vein thrombosis and inability to anticoagulate. Approximately six months and twenty three days post filter deployment, a computerized axial tomography (cat) abdomen and pelvis with intravenous contrast revealed that the filter struts had penetrated through the wall of the inferior vena cava into the pericaval/mesenteric fat. The device has not been removed and there were no reported attempts made to retrieve the filter. The patient reportedly experienced left lower quadrant severe abdominal pain; however, the current status of the patient is unknown.